Event description:
It was reported that the high-frequency electrosurgical unit displayed an error e433 (generator malfunction). There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint of error message was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it may have been likely that due to the fact that high voltage peaks may occur at the output transformer of the generator board. When the device is powered up, a diode chain is checked for function by current flow if the voltage exceeds or falls below a specific value, indicating high impedance (open) or short circuit (short). Olympus will continue to monitor the field performance for this device.